Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4) received stating the following: female patient explant right shoulder failed reverse prosthesis. 2 of the 4 screws were broken prior to admit for removal of prosthesis and placement of antibiotic spacer. What was the original intended procedure? Female patient had an open reverse prosthesis placement (B)(6) 2010 and on (B)(6) 2015 explant of same device due to right shoulder failed reverse prosthesis. Explanted components and screws form previous right total shoulder arthroplasty. 2 of the 4 screws were broken prior to admit for current surgery. Once the poly was removed, this was noted deep to the prosthesis. This was sent as culture a, as well as for frozen section. Once this was accomplished, the glenoid which was essentially free floating with the shoulder was moved along with its residual screws and metaglene. However, two of the broken screws were still remaining within the glenoid. Next, a circumferential glenoid releases were performed for exposure. The glenoid had very irregular surface with some fairly large cavitary defects. The 2 broken screws were easily visualized. They were subsequently removed using a combination of curet and outer reaming, followed by removal with basically a biceps type device. Once both screws were removed in their entirety, further cultures were obtained from the glenoid and deep within the humerus. These were sent for pathology and microbiology as well. Frozen section was positive for infection, both gram-positive cocci as well as multiple pmns per the frozen section. Once this was found to be the case, decision was made to only remove the prosthesis and place antibiotic spacer. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.